Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 385 - 600 mg/dl; cause was unknown. A correction bolus was delivered to address bg. On 6/23 the customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6)2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.